Event description:
It was reported that the patient experienced low-flow alarms, and clinical causes were being evaluated. The patient had a known history of torrential tricuspid regurgitation, aortic insufficiency status post park¿s stitch, hypovolemia, and labile blood pressures, all of which may have contributed to the low flow readings. There was a concern regarding the potential for the heartmate 3 (hm3) to underestimate flow, as device-reported flow ranged from 1.9¿2.2 l/min, while cardiac output measured during right heart catheterization was 4.9 l/min. It was suspected that, with an improved ejection fraction of approximately 35%, a significant portion of cardiac output may have been occurring through the native aortic valve. Additionally, the relatively low vad speed (4800 rpm), along with right ventricular dysfunction and torrential tricuspid regurgitation, may have reduced effective flow contribution to the device. While the likelihood of inaccurate hm3 flow estimation was considered low, log file review was requested to exclude any potential device or operational issues. Review of the event logs confirmed multiple low-flow events, with recorded values as low as 1.5 l/min. Temporary fixed-speed adjustments during procedures were identified and correlated with transient reductions in estimated flow. These lower flow readings were associated with elevated pulsatility index (pi) values, suggesting a patient-related cause. Given the elevated ejection fraction and the presence of right ventricular dysfunction and valvular pathology, competition between native cardiac output and vad support may have influenced the flow estimation. No evidence of rotor instability, abnormal rotor noise, or device malfunction was identified during log file review. Low flow software upgrade was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.